Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The reported defect was unable to be confirmed. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: air in line during use. Impact to patient: delay in treatment, interruptions to clinical care due to time required to resolve alarms, under dosing of ordered medication / fluids, vital signs compromised. Action(s) taken repeated priming to clear air, tubing replaced (triple bag and send to material management). Medication / fluid norepinephrine. IV rate 0.14 mcg/kg/min.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample, photo and/or lot number was provided for evaluation. The reported defect was unable to be confirmed. Based on the information provided within the complaint description, it was determined that this event is due to a known issue against this product for air in line issues. An approved project is in place to further address issues with air in line. Since the lot number was not provided, it is not possible to determine if this device met the specifications applied at the time it was manufactured. If the device was manufactured after the actions implemented under the approved project, then the device is within specification. However, if the device was manufactured before the implementation of the actions taken within the approved project, there is potential that the device is not within specification. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.